Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The following day, an erroneous low aortic placement signal occurred triggering suction and placement signal low alarms. The impella's position was confirmed, and motor current and flows were appropriate. Support continued. However, the device was subsequently explanted as the patient had an escalation in therapy to an impella 5.5 with a survived patient outcome. There was no harm to the patient as a result of the event.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pump was not returned for investigation. Data logs show that several placement signal was low alarms and suction alarms occurred throughout the case until noon on 08-05, when the placement signal suddenly jumped around 90/50 from lowest 35/0, with resulting in resolution of the suction and ps low alarms. The placement signal gradually trended downward until a sudden resolution occurred. A spike in motor current was reported in the middle of the case run, without impacting the placement signal. No trend was noted in the 5s optical signal parameters throughout the entire case run. Optical sensor issue: the cause of the optical sensor issue was most likely related to the patient's condition, based on data log review. Pump suction: the cause of the pump suction issue was most likely related to the patient's condition, based on data log review. Device history lot: device batch: 1943509. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.